Manufacturer narrative:
The surgeon reported that a patient experienced a corneal incisional burn. The surgeon used (B)(4)% phacoemulsification torsional power with the longitudinal component at the start of phaco phase. The incision was deformed and four sutures were required to close the wound. The case was completed without further incident. It was noted that the deformation of the incision may lead to irregular astigmatism; however, the outcome of the event is unknown. Additional information received indicated the patient had an "outbreak" of the posterior capsule. The surgeon noted that there was a total release of energy without irrigation of the tip, which caused a rise of temperature with bursting on the incision and breaking of the crystalline material. The time of phaco was of 1-2 seconds. The surgeon noted it was a failure of the system because there was a total occlusion of the tip, ¿without refrigerate and with a total release of energy in a cataract of a moderate hardness." Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [i.e. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. The company service representative examined the system and was found to perform as intended. The system was then tested and met all product specifications. The phaco handpiece was received and a visual assessment of the returned sample did not show any obvious nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet product specifications. The phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet product specifications. The phaco handpiece was manufactured on june 24, 2010. Based on qa assessment, the product met specifications at the time of release. The system and phaco handpiece were found to meet product specifications; therefore, the root cause of the reported event of irrigation/infusion issue is unable to be determined conclusively. The root cause of the reported events of posterior capture tear and corneal burn is unable to be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the patient had an "outbreak" of the posterior capsule.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that a patient experienced a corneal incisional burn. The surgeon used 50% phacoemulsification torsional power with the longitudinal component at the start of phaco phase. The incision was deformed and four sutures were required to close the wound. The case was completed without further incident. It was noted that the deformation of the incision will lead to irregular astigmatism; however, the outcome of the event is unknown.